Event description:
The autopulse platform (sn (B)(4)) with autopulse li-ion battery #1 (sn (B)(4)) was used for resuscitating a cardiac arrest patient. The customer paused the autopulse platform after 5 to 10 minutes of compressions for a pulse check. Upon resuming the compressions, the autopulse platform shutdown after displaying the "low battery" advisory message. The crew immediately reverted to manual CPR and replaced the battery. The CPR was resumed with autopulse li-ion battery #2 (sn (B)(4)). The customer paused the autopulse platform after 2 minutes of compressions for a second pulse check. Upon resuming the compressions, the autopulse platform shutdown after displaying the "low battery" advisory message. The crew immediately reverted to manual CPR and replaced the battery; however, the same issue repeated with autopulse li-ion battery #3 (sn (B)(4)) when the CPR was resumed after the third pulse check. The crew immediately reverted to manual CPR. The customer stated that all three batteries were fully charged before the call; however, the customer did not recall the color of the batterie's status leds. In addition, the customer stated that the autopulse platform displayed a user advisory (ua) 19 (max applied load exceeded) error message during the resuscitation; however, the customer could not recall the specific timing of the advisory message. No consequences or impacts on the patient. Zoll representative visited the customer site to check the autopulse platform and was able to verify the ua 19 (max applied load exceeded). In addition, the zoll representative noted that the driveshaft was very hard to turn. Please see the following related MFR report: MFR 3010617000-2022-00552 for the autopulse platform (sn (B)(4)), MFR 3010617000-2022-00684 for the 1st autopulse li-ion battery (sn (B)(4)), MFR 3010617000-2022-00685 for the 2nd autopulse li-ion battery (sn (B)(4)).

Manufacturer narrative:
Zoll has not received the autopulse li-ion battery for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.